Event description:
The customer's parent called and reported the customer's insulin pump alarmed no delivery with two sets and reservoirs from the same lot. During priming, the alarm occurred. When insulin was pushed through with plunger, insulin did exited, but it was hard to push. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.